Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device in this case, it was reported that the device was explanted after an implant duration of approximately 31 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve endocarditis. The source of the infection was noted as "probable colonic source." The surgeon also indicated that the reason for explant was not related to a device malfunction.

Manufacturer narrative:
Device not returned additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary, etc.). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was also not returned for analysis. Without return of the device, an evaluation cannot be performed to confirm the reported event. No further actions are possible at this time. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of infection was indicated as "probable colonic source."

Manufacturer narrative:
Evaluation summary: vegetation-like growth was evident in the tissue. The growth may have restricted mobility in the leaflets and possibly led to stenosis. Multiple pieces, of what appeared to be mostly vegetation growth, were returned along with the valve. It was not possible to determine the original location of the returned pieces. Minor host tissue overgrowth was detected at the stent inflow and the stent outflow. The x-ray demonstrated minor calcification in two of the six returned piece. The vegetation growth demonstrated on the valve was most likely due to the patient's reported endocarditis. In this case, the source of infection was indicated as "probable colonic source."